Event description:
It was reported that removal difficulties were encountered. The 70% stenosed target lesion was located in a mildly tortuous vessel. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, after 7 inflations at 26 atmospheres, the balloon was difficult to retract off the non-boston scientific guidewire due to significant resistance. The balloon was deflated prior to removal attempt and it took an effort to remove the device. Eventually, the device was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with a non-bsc guidewire. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The non-boston scientific (bsc) guidewire was returned with the device. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. A laser micrometer was used to measure the outer diameter of the non-bsc guidewire returned within the balloon catheter. The exposed and undamaged portion of the wire was 0.0137" which is of compatible use with the balloon. Product analysis did not confirm the reported events as the guidewire passed through the device with no resistance or issues. There was no damage or irregularity found to the device.

Event description:
It was reported that removal difficulties were encountered. The 70% stenosed target lesion was located in a mildly tortuous vessel. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, after 7 inflations at 26 atmospheres, the balloon was difficult to retract off the non-boston scientific guidewire due to significant resistance. The balloon was deflated prior to removal attempt and it took an effort to remove the device. Eventually, the device was removed and the procedure was completed with another of same device. No patient complications were reported.